Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusionist received a false back flow alarm. They saw a negative flow reading at one point. The issue was intermittent and the perfusionist was able to finish the case with the unit. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
This MDR is related to MDR #1828100-2013-00122.